Manufacturer narrative:
Updated fields: h4, h6 and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause of the bent fiber could not be determined. However, it is possible user mishandling of the device during unpackaging and preparation of use contributed to the bend. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Establishment phone number extension is ext (B)(6). The subject device has not yet been received for evaluation. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that the device was found bent and was unable to use. There was no patient harm, no user injury reported due to the event.